Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during fill 3 of 3 there was an air detected in cassette warning given by the cycler. Patient said several warnings were given. Patient contacted technical services (ts) who suggested that the patient cancel treatment. When patient opened the cassette door there was fluid in pump module area. Ts advised patient to let the cycler dry overnight and attempt to use the next day. In a follow up, the patient reported that there was no harm, adverse event, or intervention due to the reported leak. The patient was able to resume use of the cycler the next day and has been using it consistently since the event. The cycler set is available to return for investigation.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation. The 3rd party tracking number was verified and no information was found that the customer sent the sample. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that during fill 3 of 3 there was an air detected in cassette warning given by the cycler. Patient said several warnings were given. Patient contacted technical services (ts) who suggested that the patient cancel treatment. When patient opened the cassette door there was fluid in pump module area. Ts advised patient to let the cycler dry overnight and attempt to use the next day. In a follow up, the patient reported that there was no harm, adverse event, or intervention due to the reported leak. The patient was able to resume use of the cycler the next day and has been using it consistently since the event. The cycler set is available to return for investigation.